Event description:
Follow up information indicated that the patient had their device system. However, the date of the replacement was not reported in the follow up information. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a medtronic lead connected to an advanced neuromodulation systems (ans) neurostimulator through an ans adaptor. The hcp was attempting a standard battery replacement, but when he went to disconnect the ans adaptor it stripped one of the tails of the lead. The surgeon was planning to replace the complete system, but a date was not scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).